Event description:
Additional information received on 8/13/2024: this was discovered during an mpfl procedure on (B)(6) 2024. All the broken fragments were removed from the patient. The case was not delayed as another ar-2326bcc biocomposite swivelock was available in the operating room. Additional anesthesia was not needed, and the patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 8/7/2024, it was reported by a sales representative via email that an ar-2326bcc biocomposite swivelock inserter handle would not come out after implanting the anchor in the patient. The surgeon had to hit it so hard to remove the handle that the screw broke, and the entire anchor came out. The case was completed using another ar-2326bcc biocomposite swivelock. This was discovered during a procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.